Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ lobectomy, on lobar bronchi cutting, the surgeon approached the bronchi, when he/she pressed the green button and attempted to fire, the handle was stiff and could not be squeezed. Another handle was used, the same event occurred. After attaching a new cartridge to the same handle, it could be used without problems. It was unknown whether the device prefired or not at the time of connecting the reload with the handle. The incision site was extended by less than 3 cm. There was no patient injury.